Manufacturer narrative:
The insulin pump had no button response due to a flattened button dome switch. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via telephone call that the insulin pump act button was not responding properly. The customer did not recall the blood glucose reading or any significant events leading to the alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.